Manufacturer narrative:
The cryoprobe was returned and evaluated. The examination revealed a break at the distal end of the polyetheretherketone (peek) tube. The visible narrowing, reduction in outer diameter, and discoloration indicate stretching due to axial forces. The capillary tube was intact at the break and showed no damage but was completely detached from the gas manifold connection. Sufficient glue was found between the connector and the transparent plastic tubing on the cryoprobe's gas line. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Based upon the inspection results (i.e., the visual signs of necking, stretching, etc. Of the tubing), the cryoprobe encountered a significant tensile longitudinal force during use. Per the cryoprobe's notes on use (nou) it states, "protect this product from any form of mechanical damage! Do not throw! Do not use force! Never use excessive force when inserting or withdrawing the product. Otherwise, the product could become damaged." Erbe is now closing the file on this event.

Event description:
It was reported that an incident occurred with the flexible cryoprobe during a lung cryobiopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: not provided). No information was provided in regard to the unit's settings or any other accessory used in the procedure. Per the reported information, the thin black tube of the cryoprobe separated/broke. It was unknown if the probe was in the patient's lung at the time of the break. The patient sustained no injury.